Event description:
It was reported that during a thrombectomy treatment procedure, a balloon detachment occurred. This 10-8/5.8/75 ultra-thin sds balloon catheter was being used in a vein. When the physician went to remove the catheter from the patient, the device became stuck in an unknown 7f introducer sheath. During an attempt to withdraw the ultra-thin through the sheath, the entire balloon detached from the catheter inside the sheath. The introducer sheath, ultra-thin balloon catheter, detached balloon and sheath were all removed as a unit. Nothing was left inside the patient. The procedure was completed with a new introducer sheath and a 10x4 ultra-thin sds balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).